Event description:
Problem found while doing preventive maintenance.====================== manufacturer response for ventilator, 840 (per site reporter)======================service technician from covidien came in to do the repair.